Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, it was noted that the broken connecting tubes could not connect to the basin connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the endoscope reprocessor had broken connecting tubes. There was no harm or user injury reported due to the event.